Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be mishandling of the device by allowing the cord to come in contact with a sharp object. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cord on foot control device was frayed with exposed wires. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.